Event description:
In 2008, it was reported to boston scientific corporation that during the procedure prep, it was noted that the stonetome stone removal device package was missing the stopcock (adult patient; age, gender and weight are unknown). The procedure was performed, using another stonetome stone removal device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed, therefore, the cause of the reported malfunction is currently undetermined.